Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, missing display window, cracked reservoir tube, broken off reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she woke up and she noticed the reservoir was out of the insulin pump. She changed the reservoir and happened again so she had to put tape on it to hold it. She also stated she got up and the insulin pump was dropped to the ground and the screen window got lost. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.